Manufacturer narrative:
The lot number was provided for 4 out of 5 malfunctions, therefore lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for all the five malfunctions. All the five reported malfunctions were confirmed for the alleged filter perforation. Based on the information provided, a definitive root cause has not been determined. The devices were labeled for single use. (Corporate lot number: gfwl2919, unknown).

Event description:
A review of the reported information indicates that model md800f vena cava filter allegedly perforated. The information was received from various source. All the five reported malfunctions were involved patients with no reported consequences. Three female patient ages were ranged from 44 to 60 years old and two male patient ages were ranged between 55 to 57 years old. Weight of three patients were ranged from 76 to 145 kgs; however, remaining patients weight were unknown.